Manufacturer narrative:
Patient information was unavailable from the site. Onsite functional and visual examination was performed by a manufacturer representative. The axiem was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the surgeon was accurate after registration and at the beginning of navigation, but partway through the case felt inaccurate by 5 mm. Re-registration performed to resolve the reported issue. There was no impact to patient. There was a reported delay to the procedure of less than 1 hour due to this issue.